Event description:
Additional information indicated that intervention included surgical revision of the ins on (B)(6) 2009 with repositioning of the battery twice and exchanging of the battery once. Patient outcome was marked as non-serious injury/illness.

Manufacturer narrative:
Product ID: 37083-60 lot# serial# (B)(4), implanted: 2008 (B)(4), product type extension product ID: 3998 lot# v121145, implanted: 2008 (B)(6), product type lead product ID: 37083-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had to have his implantable neurostimulator (ins) taken out in 2009 because, the ins was "coming out of the skin." It was noted that the ins was implanted in the patient's leg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to include additional information and additional conclusion code. Information pertaining to the replacement has been reported in manufacturing report # 3004209178-2013-21000. Any further information related to the replacement will be reported onto that report.

Event description:
Additional information reported that the location of the battery was changed because it was "a millimeter from coming through my skin." It was reported that the edge of this "thing about ready to pop through."